Manufacturer narrative:
There was no given lot number for the product. Without lot number it is not possible to determine the expiration date or manufacture date. The product was not returned for evaluation as of the date of this report.

Event description:
Customer reported an ICU patient was receiving an epinephrine/neosynephrine drip via an IV infusion pump. The patient's blood pressure was reportedly dropping when the clinician discovered a puddle of fluid on the floor. Customer reported the IV fluids were leaking from an injection port where a (B)(4) curos jet cap was in place. The curos jet caps were discontinued and the tubing was reportedly replaced. No further leaks occurred and the customer reported the patient did not suffer and adverse consequences as a result of the reported incident.